Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device for an unknown duration. Patient reported the infusion site was red and inflamed. The patient presented at the hospital and was diagnosed with an infection at the pod site. To manage the infection, the patient was prescribed antibiotics.